Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for loaded set not loaded in air detector correctly alarm observed. A review of the event history log did not find air in line messages, yet reveled reload set alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined reload set alarm due to the air detector, not an air in line alarm. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step in the biomed service department . There was no report of patient injury or medical intervention associated with this event. No additional information is available.